Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the ventilators cart had damage to all four castors. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020 b4:(B)(6)2020. The customer was provided with a quote for replacement castors. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.